Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient suffered from schizophrenia and was on medication for hyperpiesia. The patient's anatomical form was not suitable for aaa repair since the angle of the proximal neck was 80 degrees relative to the long axis of the aneurysm, the diameter of the right common iliac artery was 28mm, the diameter of the left common iliac artery was 37mm, the left common iliac artery was extremely tortuous and there was calcification on the tortuous area. The physician attempted to remove the black trigger wire release mechanism after he deployed the main body ipsilateral limb, but he was not able to pull the trigger wire. Then, he attempted to release the trigger wire tension by loosen the pin vise and pull the top cap down, but still unable to remove it. The physician performed following: cut the black trigger wire by a nipper, fixed the wire with a forceps, and then deployed the main body graft ipsilateral limb. Removed the white trigger wire, and advanced grey positioner and introducer sheath close to the top cap. Performed contralateral iliac cannulation and fixed the main body with a lock balloon catheter. Removed the black trigger wire and advanced the top cap inner cannula to deploy the top stent. Measured the ipsilateral iliac leg working length with angiography, and placed an 88mm iliac leg graft since the working length was 60mm. Measured the contralateral iliac leg working length with angiography, and placed a 71mm iliac leg graft although the working length was 100mm. An angiography revealed that type 1 endoleak from the distal iliac leg graft. Placed another iliac leg graft to resolve the endoleak and expanded a lock balloon catheter to seal the grafts. The procedure was completed since no endoleak was observed with a final angiography. The patient condition after the procedure was no problem.